Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no complication during the initial surgery. X-ray review states anatomic alignment of the right knee arthroplasty. The review of quality records showed that the batches were prepared in accordance with the requirements of our quality management system and all quality control tests have been passed successfully. Based on the knowledge and information available to us, we cannot identify a product deficiency. A definitive root cause cannot be determined. Per package insert 87-6203-762-22: pain and loosening are known adverse effects of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00043, 0002648920-2021-00035, 0001822565-2021-00520. Medical product: femoral component option for cemented use only size e right item# 00576401552, lot# 62622231. Stemmed tibial component precoat size 3 for cemented use only item# 00598003701, lot# 62597023; palacos r 1x40 single item# 00111214001, lot# 77884388; all poly patella standard size 32 mm diameter 8.5 mm thickness cemented item# 00597206532, lot# 62549293; articular surface size ef 10 mm height "use with plate 3 item# 00596403210, lot# 62620682. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a right total knee arthroplasty, and subsequently, the patient started experiencing extreme pain and difficulty walking approximately four and a half years post implantation. A bone scan showed loosening and the patient has been indicated for a revision. There is no additional information at this time.